Event description:
After turning the meera bed, used for neuro surgery, 180 degrees for the purpose of the surgery, the head of the bed become completely detached and fell to the floor. The patients head was resting on the head portion of the bed and as a result, fell with is, and the neck hyper extended. Patient was woke up enough to do a minimal neuro exam to ensure she could follow commands and move all four extremities. Patient was placed in a c-collar and a more intense neuro exam was completed at the end of surgery. The patient could have broken her neck, or worse become paralyzed. The bed is either broken or was not attached properly by whoever set up the room.